Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device which identified the stent was partially exposed. The reported deployment failure and mechanical jam with the lock were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified right distal superficial femoral artery. A 6.0 x 100 mm absolute pro vascular self-expanding stent system was used. However, the device would not unlock and the stent completely failed to deploy. Therefore, another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the distal end of the stent was partially exposed from the sheath and that the sheath was slightly retracted.